Event description:
A 2.5mm diameter by 24mm length s660 stent delivery system was inserted for treatment of a calcified lesion in the distal circumflex coronary artery after pre-dilation with an angioplasty balloon. As the stent was advanced to the target lesion, the stent dislodged from the delivery balloon in the mid-circumflex artery near the obtuse marginal artery. A stent had been previously implanted in the obtuse marginal branch of the circumflex artery. It was reported that the obtuse marginal stent protruded into the circumflex artery. The undeployed stent was snared successfully, however, during the removal of the stent a dissection occurred. Subsequently, another s7 stent was implanted in the proximal circumflex artery to treat the dissection. The previously implanted stent protruding into the circumflex coronary artery likely caused the stent dislodgement. The patient was reported fine post procedure and there is no additional clinical sequalae reported related to the event.